Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.0mm ticm12.0 -15.0/2.0/122 implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2008. Refractive change overtime and progression of myopia was reported. The lens remains implanted.